Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports, the adapter was difficult to detach from the dialysis tubing, and with the force and pliers used to detach, the adapter cracked into the catheter. The catheter had to be removed and replaced.